Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 7 months post implant of this 33mm mitral bioprosthetic valve, the device was explanted and replaced with another 33mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.